Event description:
As reported: "in the case of a gamma3 implantation, the drill hole and screw missed the nail during distal locking via the targeting device and targeting sleeve. Replacement was available.".

Manufacturer narrative:
The reported event could not be confirmed since no functional deviation could be detected. The device inspection revealed the following: the gamma 3 target device was returned for evaluation. The returned device is in a excessively used condition, the white markings are strongly faded and discolored from often reprocessing. There are numerous marks of strong hammer blows on the top of the target device, in the area of the due to the damages barely readable ¿do not hit¿ marking. A functional test with a ø11x180mm gamma 3 nail was performed in relation to the reported distal locking issues. The device was assembled with a speed lock sleeve in the static and as well the dynamic locking position, a drill was inserted into the corresponding sleeves and the complained malfunction could not be reproduced. The drill bit could be inserted in both positions without touching the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue as no functional deviation regarding distal locking could be detected. In relation to the reported event following statements of the gamma3 hip fracture nailing system operative technique (g3-st-12) can be pointed out: «these following points must be considered in order to perform a proper distal locking procedure: - ensure that the nail holding bolt is fully tightened. - avoid soft tissue pressure on the distal locking sleeve assembly. Therefore, the skin incision would be made (co-linear) in the direction of the sleeve assembly. - with the trocar removed, check that the distal locking sleeve assembly is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a-p and lateral fluoroscopic x-ray. - neutralize the power tool weight during drilling and do not apply force to the target device. - start the power tool before having bone contact with the drill. - use sharp and center tipped drills only.» if more information is provided, the case will be reassessed.

Event description:
As reported: "in the case of a gamma3 implantation, the drill hole and screw missed the nail during distal locking via the targeting device and targeting sleeve. Replacement was available."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.